Event description:
It was reported by service report that the retaining post assembly was broken. The latching post was missing from the base tube on the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.